Event description:
It was reported that a fox sv balloon catheter was advanced to a heavily calcified lesion in the tibial artery. Upon the first inflation at 10 atmospheres, the balloon ruptured. There was no adverse patient effect. There was no additional treatment. There was no significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.